Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "the delivery of loaner kits # 2090431704 took place without any problem notification - complete implants & instruments. However, after checking the kit on site, it was found that the dwb996 implant was missing and the dwd082 implant was included twice. As a result, a compromised solution had to be found during the operation where dwb996 was actually required (but not available) with the use of a different inlay".

Event description:
As reported: "the delivery of loaner kits # 2090431704 took place without any problem notification - complete implants and instruments. However, after checking the kit on site, it was found that the dwb996 implant was missing and the dwd082 implant was included twice. As a result, a compromised solution had to be found during the operation where dwb996 was actually required (but not available) with the use of a different inlay".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned (product missing in the kit). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a distribution related issue (incorrect-improper handling for a kit sent to a customer). In order to address the issue, an nc has been opened to investigate further and prevent its recurrence. If any additional information is provided, the investigation will be reassessed.